Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level in the 400's mg/dl. The customer just changed the infusion set and trying to give herself a bolus when the insulin pump alarmed no delivery. The customer had the following symptoms of high blood glucose, nausea, stomach ache and elevated heart rate. Customer treated the high blood glucose with manual injection. Customer completed troubleshooting for high blood glucose readings. The product was not returned for analysis.